Event description:
Pump stated that total volume infused, however IV medication bag still full. Pump states it infused 233ml and it was completed. There is 150ml remaining out of 272.48ml. Patient was given new pump and previous pump sent to infusystem for repair. No patient harm.